Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (0.8 mg at an unknown dose) and fentanyl (1500 "mgmo" at an unknown dose) via an implanted pump. The indication for pump use was post laminectomy syndrome and non-malignant pain. On (B)(6) 2016 it was reported that the pump was being replaced because the pump pocket site became infected. The event date was 2016. The patient had fallen into a counter and compromised the pocket site leading to a necrotic portion of the skin near where they refilled the pump. The patient had been on antibiotics, but because the site had not fully healed over the last several months, the physician decided he was going to replace the pump and pump site just to be safe. It was determined that the pump site was not compromised upon pulling out the old pump. The necrotic portion of the skin was removed; the old pocket site was cleaned; and then closed. The cause of the issue was the patient's fall. No diagnostics/troubleshooting were performed. The issue was resolved. The patient status was "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.